Event description:
The complainant reported that the physician was performing the therapeutic procedure of removing a j-tube from a micpeg tube that had previously been placed in the pt. During the removal of the tube, the physican felt strong restriction between the j-tube and the micpeg. The j-tube then broke in one place outside of the micpeg. When the physician again attempted to remove the j-tube, but the j-tube broke again in a different location outside of the micpeg. When the dr made a third attempt to remove the device, a break of the j-tube occurred inside of the micpeg tube. The physician then cut the micpeg and grasped the j-tube and successfully removed it. The complainant indicated that no part of the tube remained in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.